Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone that insulin pump had unexpected restart alarm. Customer¿s blood glucose was 214 mg/dl. Customer was able to clear the alarm. Customer was able to complete rewind. Troubleshooting was performed. Alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.